Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with interpro y mesh. Following the procedure, the patient experienced a pinching pain like a toothache on the right side of pelvis, which was getting worse with activity involved abdominal muscles, lifting, walking, sitting too long and bm. It was also reported that the pain radiates down into the hip and down the right leg, and aggravated by prolonged sitting straight in a chair. The patient is unable to have painless relations and experienced a constant pain from the moment she sits up in a bed. The patient was diagnosed with interstitial cystitis in 2013 and autoimmune disorder. The patient underwent non-invasive treatment options such as trigger point injections, internal/external physical therapy, chiropractic, acupuncture, vaginal muscle relaxers, a vagina muscle release with tool, yoga and meditation. The doctor could not find a cause for pain. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 9/9/2016 additional information: b7.

Manufacturer narrative:
Date sent to the FDA: 07/06/2016. Additional b5 narrative: it was reported that following insertion the patient experienced erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/12/2016.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This MFR #2210968-2016-30819 follow up 1 has been submitted upon request from FDA to submit a missing MFR MDR report. Additional information: b7. Additional information received: reason for surgery: pelvic relaxation due to vaginal prolapse, cystocele, urethral hypermobility, stress urinary incontinence, foreshortened perineum. Ob hx: g5p4. Surgical hx: hysterectomy (2005)